Manufacturer narrative:
Based on the claim against the product by the customer noting electrical leakage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and investigation did not replicate or confirm the customer reported event. The maryland bipolar forceps instrument was found to have no damage to the conductor wire and no thermal damage. The electrical continuity test was performed and passed. The instrument was placed and driven on an in-house system. The instrument was connected to the in-house erbe generator and passed energy recognition. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. Energy delivery was performed and passed multiple times. The instrument was fully functional. No product issue was identified. The issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer- induced problems, including misuse of the product and recognition issues. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The fae indicated that there does not appear to be any thermal damage or conductor wire damage based on the photograph.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had an electrical leakage. The user completed the procedure using a backup maryland bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.